Event description:
Download data from a (B)(6) male patient revealed that the patient was receiving multiple check therapy electrode messages. Zoll customer support contacted the patient and issued him a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation a broken white pulse wire was discovered in the trunk cable section, causing check therapy electrode messages. The root cause for the broken wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the broken pulse wire. The patient was fitted with a replacement electrode belt.